Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the keypad button symbols were found to be worn; however, no damaged was observed to the keypad cover. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok buttons responded appropriately. The keypad cover was removed and contamination was found under the down arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was intermittently unresponsive and required increased force to engage. It was noted that the ok button symbol was starting to wear off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.